Event description:
Device report of 2: reference MFR report: 1627487-2012-09002. The pt received the scs system on (B)(6) 2011. It has been reported the pt elected to explant her scs system due to discomfort at the ipg site. The pt also reported she experienced shall shocks whether stimulation was in use or off. A surgical intervention to explant the system took place on (B)(6) 2011.

Manufacturer narrative:
Evaluation results: the returned ipg was subjected to a visual inspection and normal instrumentation markings were noted. The ipg passed all mechanical and electrical testing, which included extended saline testing in a continuous stimulation mode. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.